Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
Therapy date is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2020-24087 1627487-2020-24088. Additional reporting was received that surgery occurred wherein two extensions were explanted. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high impedances were measured at the lead contacts, and the patient had ineffective therapy. Reprogramming did not resolve the issue. As a result, surgical intervention may occur to address the issue.